Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 120 units of insulin. Additionally, it was reported that the customer was forcefully inserting the insulin filled syringe into the cartridge. The customer's blood glucose level was 124 mg/dl. During the call with tandem technical support, the customer was able to load a new cartridge successfully.